Event description:
It was reported that the subject device had no image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to the wire length in the connector being too short which affected image performance. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h6, h11.